Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving morphine at 1.0 mg/ml concentration and a dose of 0.4 mg/day via an implantable pump. The indication for use was non-malignant pain. It was reported the patient had a pain pump implanted on (B)(6) 2011 and has had constant pain since implant and other complications with the pump. On (B)(6) 2015 it was reported the patient had been having several volume discrepancies at refills where the volume of drug withdrawn was more than was expected. It was noted the patient had a disruption or kink in the intrathecal catheter. The patient was also experiencing increasing pain, weakness and numbness down his right leg and foot. It was noted that these issues were going on for a few months and the pain was getting worse. The pain was noted as a 8 out of 10. The patient had a catheter dye study done on (B)(6) 2015 and upon withdrawing the patient had some discomfort. The dye was injected but the healthcare provider was unable to follow the catheter into the intrathecal space. It was suspected the catheter had a disruption or kink. The pump was interrogated and the dose was increased to 0.4 mg/day to give some relief to the patient. The patient was scheduled for catheter revision/replacement surgery on (B)(6) 2015. The catheter revision took place on (B)(6) 2015 and the existing catheter was unable to be dissected out so a new catheter was placed. The pump was refilled and started on a dose of 0.3 mg/day. The patient was discharged home and pain free. The patient was seen on (B)(6) 2016 and was experiencing pain at a level of 7 out of 10. The patient's dose was increased from 0.3 mg/day to 0.36 mg/day with no complications.

Event description:
Additional information was received from a consumer indicated the patient experienced significant pain and suffering from a defective malfunctioning device and ancillary parts. The patient¿s pump was implanted in order to treat chronic pain associated with failed back surgery syndrome, post laminectomy syndrome, lumbar radiculopathy, complex regional pain syndrome of the lower extremity, back pain, and other symptoms. The device was implanted with the intent of the device delivering programmed amounts of pain medication into the patient¿s body, thus, reducing and/or eliminating the need for oral medications and reducing and/or eliminating pain and suffering. The patient remained in significant pain. In (B)(6) 2015, the patient learned the device and/or intrathecal catheter implanted in his body were defective and were not delivering the correct dosage of medication, thus, his pain was not being properly treated by the implanted device, causing severe damage, injury, and pain and suffering. On or about (B)(6) 2015, the patient underwent a surgical procedure to remove and/or repair and/or replace his malfunctioning device and/or its ancillary parts, including, but not limited to the intrathecal catheter. The removal, repair and/or replacement of the defective and malfunctioning device and/or its a ncillary parts was a painful, invasive and dangerous procedure. The patient had suffered and would continue to suffer damages, including lost wages and benefits, diminished wages and future earnings, past and future pain and suffering, and medical bills, past and future. The patient was implanted with a malfunctioning and defective device through a painful and invasive surgery and a second painful and invasive surgery to correct the defects.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.